Event description:
It was reported that the patient presented in clinic during pre discharge check. The right ventricular (rv) lead showed high capture threshold and decreased r waves due to dislodgement confirmed via x-ray. The rv lead was repositioned successfully on (B)(6) 2022. The patient was stable.